Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about on (B)(6) 2007 and was revised on (B)(6) 2021. It is further alleged that he suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of chromium and cobalt in his blood.

Manufacturer narrative:
Reported event; an event regarding altr and trunnionosis/wear involving an accolade stem that mated with a metal head was reported. The event was confirmed through clinician review of the provided medical. Method & results: product evaluation and results: not performed as no product was returned. The device remains implanted. Clinician review: a review of the provided medical records by a clinical consultant indicated: conclusion of assessment: this inquiry reports a revision of an accolade femoral stem over 13 years following in plantation for trunnionosis and adverse local tissue reaction. I can confirm that took place since I was able to review the revision operation report. Regarding the possible root cause of this event, I cannot determine it with certainty. Trunnionosis is multifactorial in origin and can be related to implant materials and surgical technique as well as patient factors. Product history review: indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusion: the reported accolade stem was mated with a lfit v40 cocr head. The cocr head has been identified to be within scope of nc and CAPA. The event was confirmed only for altr and the root cause could not be identified. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6) 2007 and was revised on (B)(6) 2021. It is further alleged that he suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of chromium and cobalt in his blood.